Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Not available. Did the needle break into 2 pieces during use on patient, while suturing? Yes. Did the needle piece fall into patient? If yes, was it removed? And how? Not sure if it fell in the patient. It was used to close the fascia and when the final count was ongoing it was the only time that they saw that the needle is broken and the other half could not be found. What measures were taken to retrieve the broken piece? We looked for the other half of the suture, no special equipment was used to find it. Any patient consequence/ae outcome as a result of the event report? No. Was the procedure completed successfully? And how? Yes because the suture was used on the fascia and no organs were affected. Any medical/surgical intervention to remove the needle post-op initial procedure? No. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. Any sample available to be returned for evaluation? The suture was discarded. Patient current condition? We have no information how the patient is doing additionally, it is reported that "a lot of our surgeons have been complaining that the needle breaks in two." Please confirm the specific number of patient events/procedures? It was only reported to me verbally that surgeons have been complaining and what they do is remove the needle and use a naked needle in order to continue using the suture. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/affiliate number. No. Provide complaint details for each case/patient event n/a the single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke in two. The surgeon could not find the other half of the needle. No adverse patient consequences were reported. Additional information was requested.